Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2006 and sling mesh and obturator were implanted. The patient experienced pain, infection, bleeding, incontinence, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03917. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation concurrently with endometrial ablation on (B)(6) 2006 due to stress urinary incontinence, menorrhagia, complex atypical adenomatous hyperplasia, and dysmenorrheal. It was reported that after implantation the patient experienced urinary problems and ¿bladder does not function,¿ pain, infection, bleeding, incontinence, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. It was also reported that the patient underwent cystoscopy due to urinary frequency and urgency on (B)(6) 2009. She was assessed with dyspareunia, urinary frequency, urinary urgency and neurogenic bladder. She was prescribed flomax for outflow obstruction and used tamsulosin for urge incontinence. No additional information was provided at this time. (B)(4).